Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic cholecystectomy, the cystic duct was so large and if the cystic duct was too large like with the patient, the surgeon always use stapler instead of titanium clip for dissection. The surgeon controlled the stapler with loading unit before going through trocar. It closed and opened and sent through trocar. When the surgeon tried to close jaws at the tissue, it did not closed. The surgeon took it back and tried with a new loading unit but it did not closed as well. A new stapler was opened and tried two loading units and did not work too. To resolve the issue, a new handle and reload were used to complete the procedure. There was no patient injury.